Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right a possible rupture and a capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right a possible rupture and a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 10/21/2024.

Event description:
Healthcare professional reported right a possible rupture and a capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported right a possible rupture and a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening ¿capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed missing assessed as inconclusive as per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.